Event description:
In 2009, this pt was implanted with gore excluder aaa endoprostheses for treatment of an abdominal aortic aneurysm. The trunk-ipsilateral component was implanted without incident. Wire access was achieved on the contralateral side. Before implantation of the contralateral leg component, a resident inadvertently removed the wire and the sheath from the pt, losing access on the contralateral side. Due to tight pt anatomy, the physician was unable to regain access. The physician implanted an additional trunk-ipsilateral component to successfully create an aorto-uni iliac. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.